Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter is producing a high amount of artifact in the ECG waves. Bme swapped out cables and electrodes and ran it on a simulator and there was still artifact. Bme removed the transmitter from use and put another one in its place and did not receive any artifacts with that device. No patient harm reported. Bme requested an exchange unit and will return this transmitter to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the transmitter is producing a high amount of artifact in the ECG waves. Bme swapped out cables and electrodes and ran it on a simulator and there was still artifact. Bme removed the transmitter from use and put another one in its place and did not receive any artifacts with that device. No patient harm reported. Bme requested a exchange unit and will return this transmitter to nihon kohden.

Manufacturer narrative:
Complaint information: the biomedical engineer (bme) reported that the transmitter is producing a high amount of artifact in the ECG waves. Bme swapped out cables and electrodes and ran it on a simulator and there was still artifact. Bme removed the transmitter from use and put another one in its place and did not receive any artifacts with that device. No patient harm reported. Bme requested a exchange unit and will return this transmitter to nihon kohden. Investigation summary: the reported issue of ECG artifacts could not be duplicated by repair center. As such, a definitive root cause could not be determined. However, evaluation of the unit showed the unit had exposure to fluids inside the device, damage to the screen, damage to the rear enclosure, over torqued screw damage and physical damage to the front enclosure. To resolve the issue an exchange unit (zm-531pa, serial number: (B)(6)) was shipped to the customer. Many lead-related errors may be caused by poor lead placement. For best results using a 6-electrode method, device leads should be placed on the patient properly per instructions for use. UDI related data quality updates. Corrected information: d4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a. Additional information: (as applicable). B4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the transmitter is producing a high amount of artifact in the ECG waves. Bme swapped out cables and electrodes and ran it on a simulator and there was still artifact. Bme removed the transmitter from use and put another one in its place and did not receive any artifacts with that device. No patient harm reported. Bme requested a exchange unit and will return this transmitter to nihon kohden.